Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his blood glucose exceeded 600 mg/dl. The treated with a manual insulin injection and his current blood glucose on the phone was 527 mg/dl. The customer's husband did not mention any symptoms associated with the customer's hyperglycemia. Troubleshooting was initiated and the customer was able to successfully run a prime. No products were shipped or returned.